Event description:
A malfunction alarm was reported, with no notable events occurring prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided guidance on resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccured.